Event description:
A pt reported experiencing hypoglycemia while using a one touch ultra meter. On the day of the event, at 12:21pm, pt's blood glucose was 139mg/dl on ot meter. Pt took 6u of insulin per pt's sliding scale. Pt passed out later after 2 hours suddenly. Pt did not have any symptoms before passing out. Pt was taken to hosp where pt's blood glucose was 341 mg/dl on ot meter and 260mg/dl per a lab test. Pt was discharged home three days later. No further info has been reported.